Event description:
As advised by the rep, customer emailed stating they had some problems last week with a a support catheter in a (B)(6), very calcified artery that split near it's end. It did not split through to cause any danger to the pt so it was "intact" when retrieved from the artery. Update from the complaint form received (B)(6) 2012: consultant doctor was attempting to pass a calcified occlusion with the cxi catheter which kinked and split approx 1cm from distal tip (the tip did not detach).

Manufacturer narrative:
(B)(4). The product was received in a used and damage condition. The catheter had partially separated about 3cm from the tip. The distal portion remained intact, but was slightly twisted. Quality control verifies no damage to proximal shaft. The catheter force at break meets the iso 10555 requirement of 5 n with a substantial safety margin as shown in design verification testing. The process of fusing the catheter shaft has been validated. The instructions for use (IFU) precaution: "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." While the catheter is inspected for integrity prior to shipping, it is likely it was subjected to tensile forces beyond its design strength based on the condition of the returned device. We have notified the appropriate internal personnel and continue to monitor complaints for similar events. A risk analysis was performed and concluded that no risk reduction activity is required for this product and failure mode. With the addition of this complaint, the risk to pt remains acceptable.